Event description:
It was reported that the pump touch screen was cracked and unresponsive. The customer went to the emergency room (ER) with a blood glucose (bg) level of 902 mg/dl. It was unclear what the treatment was at ER. Customer was discharged from the ER the same day with the issue resolved and no permanent damage. The customer reverted to an alternate method in insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.